Manufacturer narrative:
(B)(4). Batch # unknown. A manufacturing record evaluation was performed for the finished device and no non-conformance's were identified. Investigation summary: one photo was provided; the picture shows the jaws of a device with a gold reload loaded. The knife slot can be seen damaged and the knife advance on the anvil. Also, several malformed staple are noted. Based on the condition noted on the jaws, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a laparoscopic colon procedure, the stapler did not fire completely and stapled and cut only partially. The device was difficult to open. The surgery was completed with an ats. No patient consequences, but there was an delay of the surgery time from about 20 minutes.

Manufacturer narrative:
(B)(4).batch # t5c664. Investigation summary: one photo was provided; the picture shows the jaws of a device with a gold reload loaded. The knife slot can be seen damaged and the knife advance on the anvil. Also, several malformed staple are noted. Based on the condition noted on the jaws, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.,it was reported that: partial fire, difficult to open, damaged jaw. The analysis found that one psee60a device was returned with the closure trigger broken, the anvil bent upwards and with one gst60d cartridge loaded in the device. The cartridge reload was received partially fired 2/3 with the cartridge deck damaged. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.